Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual evaluation revealed that the ring handle was snapped off. A functional evaluation revealed that the unit could not be properly attached to the rail clamp because of the broken ring handle. The complaint of a broken handle was confirmed. The root cause is a stress problem. The failure of "unstable" was confirmed and the root cause is a component failure. Factors that could have contributed to the reported events include an impact event or application of excessive torque inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded that both failures were repeat issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during shoulder arthroscopy, the handle to tighten the spider limb positioner to the bed broke and snapped off while being tightened. The malfunction was solved with no delays or patient harm. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.